Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. This is one of two products used for the same patient. Please reference MFR. Report # 9616099-2016-00555 and # 9616099-2016-00557.

Event description:
As reported, during a percutaneous peripheral intervention (ppi), a 155 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) was delivered to the target lesion and inflated. Balloon inflation was not observed even though nominal pressure was achieved. The product was removed from the patient and a leakage was confirmed at 50 cm. From its shaft. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion for the procedure was a distal end restenosis of a previously implanted smart 6 x 150 stent. The stent was implanted in the distal left superficial femoral artery (lsfa). An ipsilateral antegrade approach was used. The restenotic lesion was reported to be: a 75% stenosis, mildly calcified and mildly tortuous. Additional information received indicated that the following information regarding the previously implanted smart stent was reported to be either unknown or not applicable including: is the catalog/lot number available for the 6mm*150 smart stent; what was the date of implantation of the smart stent; were any problems reported during the index procedure/implantation; was the patient symptomatic as a result of the restenosis; what was the patient's medical history at the date of the index procedure; what was the patient's medical regimen/antiplatelet therapy post implantation; was the patient compliant with the medical regimen. Regarding the saber bc: there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was a non-cordis device and it was unknown if the same indeflator used successfully with other devices. The product was removed intact (in one piece) from the patient. The following information was requested but was reported to be unknown: was contrast leakage noted from the shaft during use in the patient; what were the atmospheres of pressure used during inflation; was only one inflation attempted; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed. No additional information is available.

Manufacturer narrative:
Additional information received: the product was returned for inspection. Additional information will be submitted within 30 days upon receipt.